Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: based on the investigational findings the root cause for the elevated rwbc count is believed to be a donor-related phenomenon wherein wbcs were trickling out the entire collection, rather than in a saturation event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The rdf does not show any indication of a contamination event. It is not a situation where the signal from the rbc detector was close to or even moving in the direction of flagging this. That and the fact that the donor has contaminated in previous pas runs does point more to a donor-related phenomenon wherein wbcs were trickling out the entire collection, rather than in a saturation event. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.